Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was a power outage and after the reset machine was functioning incorrectly. The customer also stated that while cycle counting items, it was found that 05-12 drawer had zofran, but the box name was versed 05-06 cubie drawer was not opening and keyboard was not inputting number. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the drawers tested good in the tester, and cubex support determined that the issue was software-related; cubex support advised to close the work order. No further investigation was required.